Manufacturer narrative:
Follow-up # __(06/12/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint passed testing; the complaint was not confirmed. Lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient (B)(4) contacted lifescan to report the one touch verio pro meter was giving the "apply sample" icon during testing. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (b)(6,) 2013 at 8:05 am the patient noted the reported meter displayed only the "apply sample" icon during testing; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient managed her diabetes with insulin pump therapy. On (B)(6) 2013, at 2:30 pm the patient experienced the symptoms of sweating and weakness; she did not seek any medical attention. Troubleshooting revealed the patient's test strips and testing technique were correct. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.